Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported patient effect of recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported slda. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted torn chord and enlarged left ventricle. On (B)(6) 2020, one clip was deployed, reducing mr to <1. Then on (B)(6) 2021, the patient returned for follow up and imaging showed the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4. The physician stated the cause of the slda is unknown. Additional treatment was not performed. The patient went home. No additional information was provided.